Event description:
During f/u, inappropriate sensing along with a drop in lead impedance to 145 ohms was observed. The physician suspected a malfunction and made the decision to explant the lead system.